Event description:
It was reported that during a neurovascular flow diversion procedure using the pipeline vantage with shield technology, there was slight mal apposition around the proximal cavernous section and fishmouthing proximally. The deployment was smooth, but the proximal portion was not fully apposed around the proximal curve of the cavernous section, necessitating ballooning of the proximal section. Upon a 6-month follow-up, mal apposition and proximal fishmouthing were discovered. The aneurysm was located in the para ophthalmic or ophthalmic region, was unruptured, and had a saccular morphology. The distal and proximal landing zone artery sizes were approximately 4 millimeters, with moderate vessel tortuosity. Dual antiplatelet treatment was administered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient was doing fine following the procedure and had no symptoms related to the fishmouthing. No action was taken to resolve the fishmouthing. It was decided to leave alone as patient was asymptomatic. The cause of the fishmouthing was not determined. The proximal section of the pipeline failed to open. The pipeline was in a slight bend when it failed to open. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.